Event description:
It was reported that the patient was hospitalized for abdominal issues. Nevro attempted to obtain additional information regarding the nature of the issues, but none was available. There have been no reports of further complications regarding this event.

Manufacturer narrative:
The manufacturing records were reviewed and no relevant nonconformities were found. The device was not removed.